Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation, oversensing of noise on the left ventricular (lv) lead was noted and able to be reproduced with isometrics. Intermittent lv loss of capture (loc) was also observed. Although the lv lead impedance generally varied between 400 to 800 during manual impedance testing, there were several readings as low as 300 ohms. Insulation damage was thought to be a possible cause. The patient was asymptomatic. At this time the physician has opted to continue to monitor the patient and no programming changes were made.